Event description:
Implant date: in 1997. Pt began to complain of pain 12/1997. X-rays taken 12/1997 showed "bilateral fracture" of the device and a pseudoarthrosis. Revision surgery in 1998 to replace the device.